Event description:
It was reported that the system may automatically have turned the setting to off and changed the output to 0 voltage .it was reported that patient was hospitalized for heat disorder on (B)(6) and the health care provider noted the stimulation (ins) was turned off. It was indicated that it occurred during the period between (B)(6), the exact time frame unknown. It was added that during the time frame, patient was not feeling well. It was also noted that when the device was checked on (B)(6) 2013, the ins settings were c(+), 2, 3(-), 2.8 volts, 60 microseconds, and 160 hertz. It was also noted that the device was checked on (B)(6) 2013 the device settings were changed to c(+), 0(-), 0 volts, 60 microseconds, and 185 hertz. It was added that the stimulator was turned on and patient was recovering.

Manufacturer narrative:
(B)(4).